Event description:
The pt was taken to the extracorporeal shock wave lithotripsy (eswl) room by the circulator and the anesthesiologist. Upon entering the room, the circulator noted the eswl leaking clear fluid onto the floor. The eswl tech was notified. The dr and the circulator returned the pt to the preoperative area. The safety measures were maintained. The dr was notified of the eswl table and the md made the decision to abort the case. There was no harm to the patient.